Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and customer was alleging insulin pump for possible under delivery. Blood glucose level of customer was 519 mg/dl. Customer was experiencing nausea and extreme thirst. Customer treated their blood glucose with manual injections or insulin pen. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis. Customer alleged insulin pump for under delivery because his blood glucose was consistently high. Insulin pump and reservoir will not be returned for analysis.